Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in hospital hospice care. The customer went on hospice care on (B)(6) 2020 and passed on (B)(6) 2020. The cause of death was kidney failure. The caller stated that the customer had blindness, heart disease, diabetes, and kidney disease that may have led to the customer's passing. The customer¿s blood glucose was 34 mg/dl at the time of admission. The customer was not wearing the insulin pump at the time of death. Customer took off the pump a week before passing. The auto mode on the insulin pump not active and automatically adjusting insulin delivery at the time of passing. The customer was not using sensors. The caller declined to return the insulin pump for analysis.